Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for device check. Interrogation of device revealed the right atrial lead exhibited oversensing of noise . Programming changes were made successfully. Patient was in stable condition.